Event description:
Information received a smiths medical fluid warming/level 1 hotline disposables malfunctioned. Immediately before using the product and priming the line during precheck and patient usage, leakage was found from the part where the infusion line was connected. No patient injury.